Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead and right atrial lead dislodged during laser extraction. The leads were then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d274trk, ICD, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.